Manufacturer narrative:
The tandem t:slim x2 pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported when attempting to change the cartridge on the pump, the customer accidentally selected "new" cartridge instead of the "fill" option, and received a minimum fill message as the change cartridge process was initiated from the beginning. Reportedly, the customer was unable to confirm the amount of insulin remaining in the cartridge; however, stated that the cartridge had been in use for approximately a week. The customer's blood glucose level was 97 mg/dl. The customer successfully loaded a new cartridge onto the pump.